Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 3008452825-2019-00208. During a ventricular tachycardia ablation procedure a pericardial effusion occurred. After mapping and ablation had been performed in the left ventricle the patient became hypotensive. Fluoroscopy and an echocardiogram revealed a pericardial effusion near the aorta for which a pericardiocentesis with patch placement was performed to stabilize the patient. There were no performance issues with any abbott device.